Event description:
Customer reported to baxter (B)(4) of a catheter extension set in which customer observed leak at the connection of male luer lock adapter, closest to the patient, during infusion of saline. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. If additional information or samples become available, a follow-up report will be submitted.